Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 30 oct 2020 was reviewed. On (B)(6) 2017, the patient had a left total knee arthroplasty to address osteoarthritis. Depuy components including depuy patella and depuy cement x2 were utilized. There were no complications noted in the operative notes. On (B)(6) 2020, the patient had a revision of tibial components to address tibial tray at implant/cement interface, tibial tray collapsed into varus and subsidence. The insert was revised, but no allegation of deficiency was noted. The femoral component and patella were noted to be well-fixed and were not revised. Doi: (B)(6) 2017, dor: (B)(6) 2020 (left knee).

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed corrected.